Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/15/2019. The front bezel was replaced to address the reported issue.

Event description:
It was reported that there was a navigation ring issue. There was no patient involvement.